Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. In this case, the reported event for inability to introduce sheath and distal tip split was confirmed by the information received. Available information suggests patient (tortuosity) and/or procedural factors (excessive manipulation) likely contributed to the event as it was reported that the patient had a 'very tortuous iliac artery'. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. During sheath introduction through a challenging pathway, it is possible that the operator may apply excessive device manipulation to overcome the experienced difficulty, which may lead to sheath tip damage. Furthermore, device manipulation can lead to further sheath shaft if compounded with vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the 16f esheath+ would not advance, and the tip was observed to be split due to the tortuosity before it fully transitioned into the distal aorta. At this point the team set up a second puncture site distal to the primary arterial puncture for valve delivery. A second lunderquist wire was inserted for extra support. Then a new 16f esheath+ was easily advanced and the 26mm s3ur was implanted without issue.